Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use foreign matter was discovered on tubing of catheter with a bd pegasus yel 24ga x 0.75in prn. The following information was provided by the initial reporter, translated from (B)(6) to english: foreign yellow matter noticed on catheter tubing after unwrapped the package defected product didn't be used.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8256304. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, microscopic evaluation of the submitted device was able to determine that the foreign material was remnant material from the tip shield. The most likely cause of this issue is the interaction with the production equipment, during the transfer of the device, caused the excess debris to be dislodged from its initial position. To address this issue we have adjusted the equipment to prevent interaction with the tip shield during product transfers.

Event description:
It was reported that before use foreign matter was discovered on tubing of catheter with a bd pegasus yel 24ga x 0.75in prn. The following information was provided by the initial reporter, translated from chinese to english: foreign yellow matter noticed on catheter tubing after unwrapped the package defected product didn't be used.